Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. Health issues were the primary reason for the overdischarge. The patient had been in the hospital with renal failure. It was unrelated to the ins because stimulation was off when the event occurred. The last time stimulation was felt was two months prior. The last successful recharging session was 6 months prior. The patient would like the system to be explanted and requested for it to be removed. It was further reported that the patient wanted to meet with a representative to restart her stimulator. The patient was redirected to her physician. Additional information was received on (B)(6) 2015 indicating that the patient was having uti infections and abdominal pain and had been on antibiotics and hospitalized for this reason, however they could not seem to get over the utis. The patient had seen a manufacturer representative about two weeks ago for her battery issue and she tried to reprogrammed her over the phones, the patient wanted the system removed. It was noted on (B)(6) 2015 that the patient was itching a lot on the night prior to the report and that is when they knew they had an infection. If additional information is received, a follow-up report will be sent.